Event description:
It was reported that the patient was experiencing left sided chest heaviness and dyspnea it was noted that the left ventricular (lv) lead thresholds were high and capture could not be confirmed. It was also reported that there was an right atrial (ra) lead position check failure. The lv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.